Manufacturer narrative:
This event occurred in (B)(6). The last calibration was performed on 07-aug-2019 and the results were lower than expected. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned results for 1 patient tested for elecsys pth stat immunoassay (pth stat) on a cobas e 411 immunoassay analyzer. The result from the e411 analyzer was 168 pg/ml. This result was reported outside of the laboratory where it was questioned by the doctor as the result from the diasorin method on 19-aug-2019 was 18.7 ng/l. The result from the diasorin method is believed to be correct; the customer suspects an interference affecting the roche results. The customer performed a dilution experiment on the sample in an attempt to exclude an interference with the following results: 1:2 dilution 65.26 pg/ml x 2 = 131 pg/ml. 1:4 dilution 29.97 pg/ml x 4 = 116 pg/ml. 1:8 dilution 17.02 pg/ml x 7 = 136 pg/ml. The e411 analyzer serial number is (B)(4).

Manufacturer narrative:
Additional information was requested for investigation, but was not provided by the customer. Based on available data, a generic reagent issue was ruled out. Based on the dilution experiments carried out by the customer the investigation determined an interference is not likely. As no sample remained, further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined.